Event description:
On (B)(6) 2014 the reporter contacted animas alleging that the pump kept giving multiple loss of prime warnings. No additional information was provided. This complaint is being reported because troubleshooting of the reported issue was not able to be completed to determine if the issue could be resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.